Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently, evidence suggests that this product remains in service. Additional information received indicates that the power consumption of this device has been increasing. Assuming that the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least 90 days. Additional information received indicated that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently, evidence suggests that this product remains in service. Additional information received indicates that the power consumption of this device has been increasing. Assuming that the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least 90 days. Additional information received indicated that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.